Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation. However, corrosion was discovered throughout the device. Corrosion can be a cause of overheating.